Event description:
Customer reportedly received result of 332 mg/dl on the advantage system and 133 mg/dl on a lab value within 10mins. Customer also reportedly received result of hi on the advantage system and 110 mg/dl on professional's meter within 10 mins. No symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. The discrepant results were obtained at a physician's office. Requested return of suspect device and replacement was sent.